Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had a high impedance issue on one lead and was unable to set the ipg to MRI mode. To address this issue, the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.